Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in-clinic with device in backup vvi mode. A device download was performed, and the device was successfully restored. The patient will continue with regular follow-up.